Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, implant in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 5 years, 4 months due to unknown reason. The tpvr was performed with a 20mm 9750tfx transcatheter valve without complications. The patient was in stable condition post operatively. Valve performed as intended.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. "It was reported that a patient with a 21mm 3300tfx aortic valve, implant in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 5 years, 4 months due to unknown reason." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.